Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited infection and erosion. There is no allegation that the system or any procedure involving the system contributed or caused the infection. No vegetation or endocarditis was noted. On (B)(6) 2021, the physician elected to externalize the pacemaker and the device remains in use. The patient was recovering after the procedure. On (B)(6) 2021, the pacemaker was explanted. The patent condition was stable before, during, and after the procedure.